Manufacturer narrative:
Other text: additional information added to h6 and h10. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. The samples were received in new condition with original package, with no damage noted. The root cause of the reported issue was unable to be confirmed as the sample was tested and no alarms were activated.

Event description:
Information was received indicating that a smiths medical administration set was implicated on causing a "no disposable" alarm on a pump. There were no reported adverse events.